Event description:
It is reported that since switching to this product, end-user developed a small ulcerated area intermittent for about 1 year, located to left of stoma under wafer's mass.

Manufacturer narrative:
Based on the available information, this event could lead to a serious injury. End-user was provided instructions on skin care and crusting techniques through the use of stomahesive powder and barrier wipes. Samples were sent to end-user. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.